Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) regarding an erroneously elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the analyzer, adjusted the vacuum pressure, performed auto-check, which passed. Then, the cse performed total service visit (tsv) and verified the wash station operation, ran qc and patient results which recovered acceptably. Siemens evaluated the event and ruled out reagent issue was ruled out as qc was in range and other samples were not affected. Siemens reviewed the instrument data and determined that that there was no issue with the delivery of tnih reagents and delivery of samples. Siemens further evaluated the event and determined that the issues with the wash station can potentially cause an increase in relative light units (rlus) and therefore elevated results could be generated. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that they obtained an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample on an atellica im 1300 analyzer. The erroneously elevated result was reported to the physician(s) and was questioned. A new sample was drawn from the same patient and processed twice on the original analyzer and once on an alternate atellica im 1300 analyzer. The reprocessed results matched the patient¿s clinical picture and considered correct. The result of 3.223 ng/l from an alternate atellica im 1300 analyzer was reported as the correct result to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih result.